Event description:
The customer reported that they used the defib pads for a-fib ablation. When they put the pad on the patient, the defibrillator eventually started beeping, as though the cable was not connected securely in the defibrillator. They checked all connections, shut the defibrillator off and restarted it. No more beeping from the defibrillator. Soon they needed to cardiovert the patient and after they did so, they smelled the odor of burnt metal. They pulled the defibrillator pad off of the patient and it looks as though the wire doesn't have proper covering and they can see it. The patient was not harmed but they have not seen the posterior pad on the patient's back yet. They were still in the middle of the a-fib ablation at the time of reporting. They changed the defib pads out to one of the original defib pads that they used to use. On (B)(6) 2026 the customer stated that the patient did have harm, a small burn to right breast.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.